Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided a conclusive cause for the reported single leaflet device attachment (slda) cannot be determined. The reported poor image resolution is the result of challenging leaflet visibility. The reported unchanged tricuspid regurgitation is the result of the slda. It should be noted that, per the mitraclip system indication for use section of the instructions for use: "the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation" in this case, the device was used for a tricuspid valve procedure, which is considered an off-label use of the device and may have contributed to the reported slda. There is no indication of a product issue with respect to manufacture, design, or labeling.h6. Patient code 2112 added; patient code 2199 removed

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with severe grade. There was challenging leaflet visibility. The clip delivery system (cds) was advanced to the tricuspid valve and the clip was placed at the antero-septal leaflets. Leaflet insertion was confirmed by the physician. During deployment, the clip detached from the septal leaflet, single leaflet device attachment (slda). One clip was implanted with no change to tr, it remained severe. The physician decided to abort the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.